Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Citation: can j ophthalmol 2017:1-7. Http://dx.doi.org/10.1016/j.jcjo.2017.07.015.

Event description:
It was reported in journal article ¿surgical outcomes and complications of sutured scleral fixated intraocular lenses in pediatric eyes¿ the outcome and complications of sutured scleral fixated intraocular lenses (ssfiol) in children was studied. A retrospective observational study of pediatric patients age less than or equal to 18 years who underwent ssfiol with pars plana vitrectomy (ppv) from 2000 to 2014 at a tertiary eye care center was undertaken and children with a minimum of 6 weeks of follow-up were included. Of the patients, 171 were male and 59 were female; mean age age which ssfiol was implanted was 10.8+/-4.22 years (range 3.5-18 years). Fixation of ssfiol was done using suture and a 2-knot 4-point ab externo fixation technique in all eyes. Complications included serous choroidal detachment managed with topical steroids or systemic steroids; dispersed vitreous hemorrhage with conservative management; diplopia, management with prisms; retinal detachment, managed surgically; dislocation of the ssfiol, all successfully refixated; and raised intraocular pressure (iop) post-surgery, well-controlled with topical antiglaucoma medication or requiring diode or endo cyclophotocoagulation. Proliferative vitreoretinopathy (pvr) was found in eyes with retinal detachment (rd). Overall, the retina was successfully reattached. Additional information will be requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/08/2018 additional information was requested and the following was obtained: subject: journal article: surgical outcomes and complications of sutured scleral fixated intraocular lenses in pediatric eyes does the surgeon believe the ethicon prolene suture caused or contributed to serous choroidal detachment, dispersed vitreous hemorrhage, diplopia, retinal detachment, dislocation of the ssfiol or raised intraocular pressure? This reply is in response to your query regarding the 10-0 prolene suture.the complications discussed in the paper mentioned above are due to the preexisting condition of the patient or the surgical procedure as a whole and not because of the suture as such.